Event description:
It was reported that the device was replaced due to high impedance for "almost all combinations." During the implantation procedure, it was stated that impedance measurements were taken and "most of the combinations were high." The lead was disconnected and reconnected "a few times in order to improve the connection, but there was no change." It was noted that the manufacturer representative "assumed that the problem was in the lead" and preferred not to change it because, the "therapy impedance was okay." After the procedure, patient reportedly had "flickering" stimulation at home. It was stated that there were no changes in impedance the following day. In the operating room on the day prior to the report, an impedance test was performed on the lead using the external neurostimulator and snap lead. It was determined that the lead was "fine." It was stated that the internal neurostimulator (ins) was reconnected and impedance measurements were taken which determined that "the problem was in the ins." The ins was replaced with a new ins which "gave excellent results." The patient reportedly was alive without injury. A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the neurostimulator model 3058 serial # (B)(4) showed that the setscrew was backed out too far and were cross-threaded. Good stable output was observed on all electrode pairs except #0 (due to the setscrew being backed out too far). The setscrew could not be tightened down on a known good lead for impedance testing so all measurements were observed to be high. Foreign material was reported in the connector ports. The device passed the final functional testing and the telemetry test was noted as okay.